Event description:
While a patient was being supported by left and right ventricular devices (bivads), the full signal alarm on the dual drive console (ddc) sounded and the nurse noticed that the left ventricular assist device and right ventricular assist device were not filling. The patient's blood pressure dropped to the low 70s. The emergency hand pump was used until the patient was switched to a back up ddc. At this point the patient's blood pressure returned to normal without any adverse effects. The unit was initially examined at the site by a thoratec service technician and the problem was traced to the uninterruptible power supply (ups). The ups was replaced and the problem was corrected. Performance tests on the unit showed that the ddc functioned normally. The faulty ups was shipped to thoratec for further evaluation. Further investigation of the unit at thoratec showed that the ac output fuse in the ups had come loose from the fuse holder. The cause of the loose fuse is unknown. This is the first report of an incident of this type. Manufacturing and test procedures are being evaluated by qa engineering for ways to prevent reoccurrence.